Manufacturer narrative:
The device was returned and examined by a conmed corporation engineer. Visual inspection of the "used/damaged" device found one gripper jaw was completely displaced from the main structure while the second jaw was intact but twisted, and bent out of shape. No brittle component material failure was discovered; there was no splintering. The jaws did experience stress beyond its mechanical strength capability. All components and pieces of the device were recovered. Based on provided information and the damage condition of the returned instrument, it is believed that the most probable cause of this reported "jaws detached" is use related. In addition, evaluation of similar complaints revealed that the graspers jaws can be damaged or misaligned with excessive force or during extreme surgical conditions - twisting or rolling tissue will increase the risk of jaw deformation and/or breakage. The device was manufactured 22-sep-2015. (B)(4). This failure mode is addressed in the risk documents, and the safety risk has been found to be acceptable. The detachatip 3 multi-use instruments are intended for use in a variety laparoscopic procedures to transect, dissect, grasp and coagulate tissue. The IFU (instructions for use), states that "detachatip laparoscopic instruments have been validated for thirty (30) steam sterilization cycles. The useful lifespan of a surgical instrument is largely dependent on the care and handling of the instrument. For optimal life, protect the detachatip instruments from contact with other instruments during cleaning and re-sterilization". Final determination of the device lifetime is at the discretion of the operator. Thus, device damage during cleaning and handling could also contribute to its useful life span. It is unknown how many times this device was re-sterilized by the end-user facility. To reduce the risk of the jaw breakage and patient injury, the IFU provides the following precautions and warnings: - do not use the detachatip 3 shaft for the purposes of suction/irrigation or any other purpose for which it is not intended to be used. Injury to patient and/or user may result. - avoid overstressing mechanisms of instruments by properly gripping and maneuvering during surgery. - if excessive force is applied, the mechanism can be easily overstressed resulting in damage or breakage".

Event description:
The user facility reported that during use of the detachatip iii multi-use graspers in a laparoscopic cholecystectomy procedure on (B)(6) 2016, the jaw of the graspers broke off inside the patient. As reported, the jaw breakage occurred while the surgeon attempted to use the graspers to punch a hole in the peritoneum without the use of a scalpel or blade. The broken jaw was immediately retrieved/removed with only a few minute delay and no problems or harm reported. The procedure was otherwise completed with no further complications or patient injury. This report is raised on the basis of potential injury with recurrence.